Event description:
As reported (B)(6) 2013, a pt of unk age and gender presented for an endovenous laser procedure. While prepping for the procedure, it was noted the sterile packaging of the disposable device was not sealed at one end of the packaging. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available for return to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device eval. The firm is attempting to obtain the device. An investigation into the root cause is currently in progress. The results of the device eval will be sent via a follow up medwatch. (B)(4).